Event description:
It was reported that the impedance on the right ventricular (rv) defibrillation coil and superior vena cava (svc) coil of the ventricular lead had dropped from its chronic stable impedance and was now low. It was noted that the patient was post-op from a redo coronary artery bypass graft (CABG). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).